Event description:
It was reported that the bronchovideoscope had no image. The issue occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and information provided, the event reported by the customer was not confirmed. Therefore, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device